Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stricture in the airway during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during stent deployment, the shaft bowed and the stent and delivery system moved in an undesired location. The stent was partially deployed on the delivery system and could not be moved back to the desired location. The stent and delivery system were removed and a different device was placed to complete the case. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.